Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tube experienced gel smearing. The following information was provided by the initial reporter. The customer stated: "we found an sst tube with some odd streaking in the tube above the serum level. Sample seemed to run okay but we took the serum off and gave it a second spin before running. Just sending this through to you as a precaution."